Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval did not duplicate the user's report of image difficulty; however, the device failed leak testing, due to a large crack on the body control unit. There was evidence of fluid invasion in the device, but dried out when the device was subjected to aeration. The image difficulty was likely due to fluid invasion. The device has been refurbished. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the users experienced a complete loss of image. The colonoscope was withdrawn from the pt, and the procedure was completed by using a different, but similar device. There was no pt injury reported.